Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer did not consume the food in time for the intended amount of bolus delivered. Additionally, the customer was using fiasp insulin within their pump supplies. Tandem technical support advised the customer against using off-label insulin. The customer's blood glucose (bg) level subsequently decreased; however, no bg value was provided. Paramedics administered an intravenous d5/d10 drip and the customer consumed carbohydrates to initially address bg. The customer was admitted to the emergency room (ER) and was subsequently hospitalized and treated with intravenous saline, intravenous insulin, saline fluids, insulin fluids, and solu-curtef 100mg. The customer was released from the hospital on (B)(6) 2021 with the issue resolved and no permanent damage. A system check was performed and no pump or supply issues were identified. Reportedly, the customer continued to use the pump for insulin therapy.